Manufacturer narrative:
As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal short. Destructive analysis was performed to visually inspect the inner insulation. Visual inspection found a breach to the inner insulation due to procedural damage noted in the middle region of the lead. All damages found are consistent with procedural damage. The reported malfunctions were not confirmed.

Event description:
New information received notes that the patient presented with syncope due to loss of capture exhibited by the right ventricular lead. The left ventricular lead was also non-functional. Both leads were suspected to be fractured. Further information was requested but not received.

Manufacturer narrative:
H6 codes updated with nerve stimulation to incorrect body area added.

Event description:
Related manufacturer reference number: 2017865-2021-29444. It was reported that the patient's right ventricular (rv) and left ventricular (lv) leads showed low pacing impedance. The patient was asymptomatic. The physician explanted and replaced both leads. The patient was stable throughout.